Manufacturer narrative:
The t:slim user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. Customer's blood glucose ranged from 200-300 mg/dl. Customer reported using humalog four days. Tandem technical support advised customer that humalog is labeled for 48 hours.